Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that there was no audible tone alarm observed during power up. The audible tone spring contacts were found to be misaligned. The vibration motor responding, investigators can not duplicate complaint. The display is faded, discolored and difficult to read. Investigators replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump is no longer alarming, beeping or vibrating. There is no reported adverse event with this complaint. This report is made based on the allegation of the dual alarm failure issue.